Manufacturer narrative:
(B)(4). Currently it is unknown whether the device caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The sensor that was reported on the initial MDR was not returned to dexcom; however, the receiver (serial number (B)(4), lot number 5189545, manufactured on 07/28/2014), was returned on 03/02/2015 for evaluation. Evaluation was completed on 03/05/2015. Based on the downloaded data log, the patient was using the device at the time of death. An exterior visual inspection was performed and found no defects. Functional testing was performed and no faults were found. A review of the receiver data log was performed and no errors were found. The data log showed that the start of the sensor session was (B)(6) 2015. This indicates that the patient wore the sensor past the recommended seven day use. A conclusive root cause for the reported death cannot be determined; however, it should be noted that diabetes mellitus is a known cause of death.

Event description:
Medical examiner contacted dexcom technical support on (B)(6) 2014 to report a patient death that occurred on (B)(6) 2014. The patient was found unresponsive in bed by his wife. Patient's wife stated that he was not wearing a dexcom sensor at the time of death. The patient's cause and manner of death are pending investigation. No further details were reported.